Event description:
Customer's wife stated that he passed out and was taken to the hospital. Customer had high blood glucose. Customer wife stated that he woke up at 2:00 am, he felt sick and the blood glucose was over 400 mg/dl. Customer was treated with manual injection. Customer is new to insulin pump therapy. The blood glucose reading at the time of the event was over 300 mg/dl. Customer was nauseated, chest pain and cold sweat. Diagnosed diabetes ketoacidosis. The current blood glucose reading is 444 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.